Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported: "despite visually proper detectable o2 curves from hand and foot (twice successively) the device shows [insufficient] results." No consequences or impact to patient was reported.

Event description:
The customer reported: "despite visually proper detectable o2 curves from hand and foot (twice successively) the device shows [insufficient] results." No consequences or impact to patient was reported.

Manufacturer narrative:
Visual inspection upon receiving revealed no physical damage. The device was verified operationally and functionally. The device was found to visually and audibly alarm during alarm conditions. The device was operated to obtain spo2 and pulse rate readings. Spo2 comparison testing shows no significant deviation. No internal defects or damage were found. All cables, connectors and interconnects are secure and normal. Customer complaint was not duplicated.